Event description:
The account alleges that the head section of stretcher seems to drift.

Manufacturer narrative:
The technician found the gas springs leaking which caused the head section to drift. The technician replaced the gas springs to repair the stretcher.